Manufacturer narrative:
The device was not received or evaluated by beta bionics. User complaint of ilet damage or malfunction was not confirmed via failure investigation due to lost package or common complaints. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a touchscreen workflow issue during a supply change in which the device displayed the "do you see drops" prompt but only accepted ¿no¿ and not "yes," leaving the user stuck in the loop upon unlock despite otherwise responsive screen elements. Symptoms included no reported adverse health effects and no reported changes in blood glucose. Outcomes included continued cgm use via the dexcom app or receiver and arrangement for device replacement with instructions to shut down the device and return it. Investigation included remote troubleshooting, video review, and verification that the screen was responsive to other icons and that alarms could not be acknowledged from the locked state. Investigation of this device revealed a user interface malfunction related to the supply-change prompt that prevented normal progression, with no evidence of screen damage. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the user interface.